Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous differential results of high neutrophil (ne%) and low lymphocytes (ly%) generated by unicel dxh 800 coulter cellular analysis system on one patient specimen. The specimen was analyzed twice and the instrument did not generate a message each time. The results were reported out of the laboratory. There was no death or injury associated with this event. The patient treatment was affected but the details have not been provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous differential results of high neutrophil (ne%) and low lymphocytes (ly%) generated by unicel dxh 800 coulter cellular analysis system on one patient specimen. The specimen was analyzed twice and the instrument did not generate a message each time. The results were not reported out of the laboratory. There was no death or injury associated with this event. There was no effect to patient treatment.

Manufacturer narrative:
The specimen was a venous sample. The instrument is performing within qc specifications. Controls were run before and after the event and recovered within the assay limits. Raw data analysis revealed that the sample has 77% atypical lymphocytes, many of which were classified as neutrophil by the algorithm because they appear in the right side of normal lymphocytes region and below the neutrophils on the histogram. The algorithm did not set any suspect flags. The root cause, based on the data analysis, is that the algorithm did not recognize an abnormal pattern and did not trigger any suspect flags on two runs.

Manufacturer narrative:
The specimen was a venous sample. The instrument is performing within qc specifications. Controls were run before and after the event and recovered within the assay limits. Raw data analysis revealed that the sample has 77% atypical lymphocytes, many of which were classified as neutrophil by the algorithm because they appear in the right side of normal lymphocytes region and below the neutrophils on the histogram. The algorithm did not set any suspect flags. The root cause, based on the data analysis, is that the algorithm did not recognize an abnormal pattern and did not trigger any suspect flags on two runs. The corrected report was received on (B)(4) 2011. Change (correction)from: the results were reported out of the laboratory ...; ... The patient treatment was affected but the details have not been provided. To: the results were not reported out of the laboratory... ... There was no effect to patient treatment.